Event description:
It was reported that the right ventricular lead exhibited noise. During a revision procedure, the lead was noted to be fractured. The lead was capped and replaced.

Manufacturer narrative:
Mandatory medwatch form. Risk manager.